Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was not interrogating consistently. A new programmer head was tried, but the programmer has been returned for service. It was further requested that the keyboard be fixed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the electrocardiogram (ECG) connector was loose, causing intermittent telemetry. It was also noted that the left keyboard hinge was broken and the keyboard connector was damaged. (B)(4).

Event description:
It was reported that the programmer was not interrogating consistently. A new programmer head was tried, but the programmer has been returned for service. It was further requested that the keyboard be fixed. No patient complications have been reported as a result of this event.